Event description:
It was reported during preparation, the guidewire could not be inserted into the catheter's lumen. No patient injury reported.

Manufacturer narrative:
The catheter and guidewire were returned for evaluation. No anomalies were noted with the catheter. Examination of the guidewire showed that the guidewire's distal tip (cap) was missing.